Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with lumbar disk displacement at the level of l4-5, l5-s1. Rule out discogenic pain lumbar secondary to internal disruption. The patient underwent the following procedures: provocative discography at the level of l4-5, l5-s1. Control discography at the level of l4-4. Discogram radiological supervision and interpretation. Fluoroscopic guidance. Post-op diagnosis: discogenic pain confirmed on the provocative discogram at the level of l4-5, l5-s1. Annular tear at the level of l4-5, l5-s1. On (B)(6) 2007: the patient presented with internal disk derangement l4-l5, l5-s1. The patient underwent radical diskectomies, placement of prosthetic devices, anterior lumbar interbody fusion with rhbmp-2/acs. Placement of plate and screw construct at l4-l5, l5-s1. As preop notes, "cages were placed sequentially to a level. An appropriate amount of rhbmp-2/acs was placed in each cage after they were aligned." No patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.